Event description:
During the procedure, a difficulty in achieving a "t" with the outback ltd re-entry catheter that would allow re-entry into the lumen. After multiple failed attempts re-entry and re-canalization of the left (sfa) superficial femoral artery was achieved (artery had a flush occlusion and was highly calcified). The outback was removed from vasculature and the nose cone was damaged. Post angioplasty, a run was done and extravasation was noticed at the point of re-entry, further down below the knee there had previously been a 3 vessel run off, it was noted that the peroneal artery was occluded. Consultant aspirated and removed some clot but the artery remained blocked. Suspicion that part of the outback had been detached in the pt.

Manufacturer narrative:
The device was prepared as specified by the (IFU) instructions for use, and no apparent damage to the device was noticed prior to use. All the specified ports were flushed with heparinized saline, and all the ports were flushed, followed by a 30 second pause, and then flushed again. Cannula actuation (outback) action was verified outside of the pt. The catheter was held in a straight orientation, with "no slack" during preparation. The catheter did not coiled at any point prior to insertion. The catheter was prepped in the straight configuration. The cannula tip was fully retracted before insertion, and the handle deployment slide locked in the proximal position. During prep, the cannula/needle actuate smoothly, and there was no difficulty retracting the cannula back into the catheter. During prep, one to one response was noted with nosecone while rotating the rotating haemostatic valve. During advancing to the lesion, difficulty was noted with the outback. Therefore, the (sfa) superficial femoral artery occlusion was flushed to get into the subintimal track, and no longer sheath had to be used that also created a sharp angle for the outback to go through before getting to the lesion. The guidewire used with the outback was a cordis .014" stabilizer (lot 707077977) that was back loaded without any issues and not resistance or friction was noted during utilization of the guidewire. The resistance note with the sheath was grainy/gritty (rough), however, the guidewire and outback were ultimately loaded successfully by tracking the outback over the wire through the longer sheath. Additionally, the outback was prep and flushed a second time. All orientation was performed under fluoroscopy, however, the physician was not happy with the position with the t prior to actuation of the cannula. The "l" marker leg, on the catheter "lt" directional marker band, was placed towards the target re-entry site verified using an initial fluoroscopic view. The stored torque in the catheter shaft was released after the cannula tip was properly positioned. Once at the lesion, the cannula/needle actuated smoothly. The physician was unable to re-enter the vessel with the guidewire, and there was no resistance or difficulty removing the outback from the pt. No abnormal force was required, and the cannula was retracted prior to catheter withdrawal. Intervention was required to treat the adverse event, which consisted of thrombolysis. The result was that the clot in the popliteal dissolved and when last checked pt had at least two vessels run off. The pt was stable. Add'l info indicated that images area available, and these images appear to be a foreign object near the popliteal, something with a lumen and it does not look like a wire. Finally, other than the reported event, prior to shipping, there were no other issues with the outback system (kinks, bends, fractures (shaft, etc), cracks (shaft or hub), stretched, elongated, etc). Add'l info will be submitted within 30 days.